Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305155 and lot number 9239121. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle 22x1 rb pulled out of the hub while injecting a dog and remained between the shoulder blades. The needle was able to be removed by hand from the patients body. The following information was provided by the initial reporter: "the medication was drawn up with a different needle. This needle was placed onto the syringe and gave a subcutaneous injection to a small dog between the shoulder blades. The dog was very still and as the needle was pulled out it was noticed that the needle was no longer on the hub. Looked at the patient and the needle was slightly sticking our and was able to pull it out of the patient."